Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove. In accordance with the instructions for use, the access ports and counter-traction with an assertive pull were applied to remove the device from the pt's anatomy. The clip from the starclose se device achieved hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device revealed that it was fully clip deployed. The thumb advancer was locked into position and the detent tabs were still in the access ports. This is inconsistent with the reported event; however, it is not known if the thumb advancer was re-advanced and locked into position after the device was removed. The only damage detected during the external examination was to the safety release button, which had been pushed inward out of its retaining tabs. During the internal examination, the vessel locator wings were found broken at the distal retaining ring but still attached to the device at the proximal retaining ring and pusher body bonds. The safety release rod had also been pushed inward out of its retaining tabs. The damage detected with the safety release button and rod indicates an attempt was made to collapse the vessel locator wings using the safety release button, after the clip was deployed but before the thumb advancer was retracted. The safety release is no longer functional after the clip has been deployed. During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment; however, the vessel locator wings of this device were broken. The most probable root cause for the broken locator wings is due to tissue compressed between the tubes and open locators. This created distal force during thumb advancement, bending and breaking the locator wings as the device was forcefully removed, creating the stuck device condition. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.